Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate therapy due to intermittent far p-wave oversensing. The lead measurements were normal. Further lead position assessment showed normal. The device was reprogrammed.